Event description:
Meter had been giving inaccurately high readings. Customer received a reading of 233 mg/dl and dosed accordingly with 23 units of regular insulin. Customer's glucose level dropped and paramedics were called. Customer was treated with an IV to raise glucose levels.